Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs paddle leads MRI, upn: (B)(4), model: sc 8416 70, serial: (B)(4), batch: 7007821.

Event description:
It was reported that the patient developed an infection at the cervical incision site. The physician believed that the infection was not device or procedure related. It was unknown if patient was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All device components were not returned.